Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas with a dexcom g7, noting a blood glucose of 57 mg/dl and uncertainty about the cause; the user treated with one glucose tablet and was counseled on following the healthcare provider¿s low glucose plan and on announcing carbohydrates only for a planned snack of lunch meat. Symptoms included low blood glucose. Outcomes included recovery to 88 mg/dl during the call and continued self-monitoring at home without medical intervention. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device malfunction reported or observed and no component issue identified, with the event considered user-managed and cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.